Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. All available information was investigated and the reported inability to open the clip could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to this lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other similar incidents reported for mechanical jam from this lot. All available information was investigated and a definitive cause for the reported to open the clip could not be determined. The observed broken lock lever appears to be related to a potential product quality issue; therefore, this issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
This is filed to report the broken lock lever noted during returned device analysis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the left atrium (la) however after multiple attempts, the clip failed to open. The cds was removed and replaced. A new cds was used to complete the procedure. One clip was implanted, reducing mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. Return analysis noted the lock lever was broken. No additional information was provided.